Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation it was found that pogo pins 1, 4, and 5 easily get stuck in the recessed position which caused the device to have intermittent communication with the docking station. The pogo pins were extended to normal position and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that the devices were on ac power for 6-8 hours but the battery status bar was showing 0% charge. Not only this, it is getting switched off suddenly during the procedures even when it is on ac power. It can only be switched on after making several efforts but again it gets switched off after 5 or 10 minutes. No consequences or impact to patient.